Event description:
It was reported that approximately 5 years post stenting procedure in the left internal carotid artery, an x-ray found the stent to have a proximal transverse fracture with the components aligned. There was no treatment or reported adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. Based on the xact instructions for use, stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during inspection prior to use. In addition, there have been no stent related discrepancies reported at the time of device preparation and initial stent implantation. At manufacturing, the xact stent is visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. Although a conclusive cause could not be determined, based on the available information, the event does not appear to be related to a product deficiency. There is no indication of a lot specific issue or any product deficiency based on the reported information. A query of the complaint handling database was performed and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in patient. The lot number was provided. A follow-up will be submitted with all additional relevant information.